Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). The thresholds have been increasing and a dislodge was suspected. The lead was reprogrammed and the patient will be in continue monitor. No adverse patient effects were reported. Additional information was received which indicated that, this ra lead was surgically abandoned due to a confirm dislodgement by x ray. No additional adverse patient effects were reported.